Event description:
I sat on my son's (B)(6) sunglasses and the lens did not just break, it shattered creating glass shards all over the seat cushion. This appears to be the same recall on the same sunglasses that occurred in (B)(6), but no action was taken in the united states. Had my son been wearing the glasses when an air bag went off, he would have been blinded in his left eye. MFR website url: http://www.luxottica.com/en; retailer: jack's surf shop, retailer state: california. Purchase date: 08/07/2019. Explanation: contacted MFR and they said the australia recall does not apply to the united states. Document no: (B)(4). Report number: 20191121-74880-2147376445.